Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted. Less than one minute later, the valve migrated towards the aorta. A balloon aortic valvuloplasty (bav) was performed with the goal to "tack it up" to keep the valve from migrating more. As the balloon was deflated, the valve dislodged out of the native annulus and into the ascending aorta. A goose neck snare was used to snare the tab of the device. The valve was kept in place with the snare and a second transcatheter bioprosthetic valve was implanted. No additional adverse patient effects were reported.